Manufacturer narrative:
At this time, the product is not expected to be returned. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device emitted tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. In addition, the data showed that a high shock impedance alert was previously triggered. Device replacement was recommended. This device was explanted. No additional adverse patient effects were reported.